Event description:
Device 2 of 2. Reference MFR report #1627487-2012-12760. It was reported multiple programming attempts have been unsuccessful at capturing the patient's pain pattern. X-rays revealed the leads has migrated. The patient will meet with a neurosurgeon to schedule surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.